Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 10 mm x 3.25 mm wolverine coronary cutting balloon monorail was used to dilate the lesion and on the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another manufacturer's device. No patient complications were reported and the patient status was good.